Event description:
An optometrist reported a case of mild to moderate dlk (diffuse lamellar keratitis), observed on post op day one, after undergoing lasik surgery. Steroid use was reported to have been increased for three days, after dlk was observed, and was stated to have resolved with treatment by post op day four.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).